Event description:
I.m. Nail placed for segmental fracture found to be broken at 1 year follow up. Possible cause was non-union of the segmental fracture with full weight bearing. No indication of product defect.